Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were sticking and had a delayed response for several months. The patient indicated that there was no known damage to the keypad but the pump case was cracked. The patient reportedly wore the pump under clothing and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling at the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow and contrast buttons were intermittently responsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.